Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a (B)(6) child ingested a 20mm button battery, accessed from a roche guide system. The child has suffered significant burns to her esophagus requiring an initial and follow up endoscopy and tube feeding (at this stage). She is in the early treatment phase and the full extent of injury is still unfolding. At the time of the report the patient was still hospitalized, it is unknown when she will be discharged. Return of the suspect device was requested for evaluation.